Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Update avoe (B)(6) 2024. Further information was provided that during the initial surgery a removal of a haglund's exostosis and an open reinsertion of the achilles tendon in a degenerative rupture was performed using the reported devices ar-1928sf-2 (lot: 14743165). 6 weeks postoperatively without further trauma a material failure of the devices occurred, so that a new operation was necessary. Intraoperatively, the sutures all appeared to be no longer connected to the titanium anchors, although these had not been torn out in the area of the tendon.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Visual evaluation of the two ar-1928sf-2s note that one has a slight bend to the distal tip. The second ar-1928sf-2 has no damage. Functional testing could not be performed due to contamination on the devices. The most likely cause for the reported failure can be attributed to a patient-specific event. See referenced photos attached. Complaint allegation is confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the corksrew anchorage loosened 6 weeks after surgery and a revision surgery was performed to correct this. No further information was received.